Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 15-dec-2014 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer stated that she woke up every day in severe pain. Ptc investigation result was received on 04-jan-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: pain is physical suffering or distress, as due to injury, illness, etc. Probable causes for pain include: tissue irritation or damage, inaccurate placement of the micro-insert. According to the product IFU, pain is a known risk of the essure procedure, during or post-placement. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Pain is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 04-feb-2015: consumer reported via social media that she had a hysterectomy to remove her essure. The coils were causing her much bs (no other specified). She reported that after having her cervix, uterus and tubes removed she still felt severe pain. She went to the urgent care and had an x-ray done which showed that other coil was attached in her intestines or bladder. She stated that will have another surgery in the near future. Case was upgraded to incident. Product technical complaint investigation was updated on 20-feb-2015: the final assessment was: this case upgraded to incident because of hysterectomy. This social media report was not confirmed. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pain. Also, a x-ray showed essure coil was attached in her intestines or bladder. The events, seen as pelvic pain and device dislocation, are serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the patient woke up every day in severe pain and after having her cervix, uterus and tubes removed she still felt pain. She went to the urgent care and had an x-ray done which showed that a coil was attached in her intestines or bladder. Given the event's nature and available information, causality between the events and essure use is assessed as related and since required intervention was reported, the case is regarded as incident. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No follow-up information can be obtained since this is a social media case.

Manufacturer narrative:
Follow-up from 21-dec-2015: follow up attempts were made with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her confirmation test revealed the right micro-insert adhered to the epiploic of the colon (superficial, not embedded, but started to connect with the fatty tissue there). She was taken to the operating room and the device was removed. This event, regarded as device dislocation into peritoneal cavity, was considered serious due to medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this case, limited information was provided. Physician stated essure insertion was successful with 2 trailing coils visible in both sides after the procedure. Although the exact mechanism of the reported device dislocation is unknown; considering event's nature and its close temporal relationship with essure procedure; a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was noted that information was incorrectly submitted on 18 jan 2016. Information was correctly submitted to 2951250-2015-01160.